Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, difficulty was felt when removing the first prostyle device from the guide wire, and the guide wire was inadvertently removed with the device. Hemostasis was achieved with the suture of the prostyle device. A second puncture site was conducted and the sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 12fr and the evar procedure was completed. When the suture of one of the prostyle devices was pulled, the suture broke. An additional prostyle device was used, and hemostasis was achieved with one pre-placed prostyle suture and the prostyle device used after the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.